Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in pump history (variable info = 3) due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Customer reported via phone call that insulin pump had hardware low level failure. The customer¿s blood glucose level was 133 mg/dl. While changing his infusion set, he noticed that there was a clicking sound on the motor side of the insulin pump. Patient ran a self test and received hardware low level failure alert. Patient was able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer states pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.